Manufacturer narrative:
The patient remained ongoing on vad support until they underwent a pump exchange due to suspected thrombus on (B)(6) 2017. The pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00704. A correlation between the device and the reported hematomas could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-00270 for the report of the pump exchange on (B)(6) 2017. (B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient underwent a previously reported pump exchange procedure on (B)(6) 2017. On (B)(6) 2017, a computed tomography (CT) scan of the patient¿s abdomen/pelvis was performed for abdominal distention. Multiple hematomas were observed along the anterior abdominal wall adjacent to the lvad line. The largest was in the left upper quadrant arising inferiorly from the lvad and measured approximately 13 x 9 x 4 cm. A chest CT scan revealed a hypodense, loosely organized fluid collection/hematoma anterior to the xiphoid process and outflow cannula which measured 4.2 x 4.4 x 4.8 cm. A fluid collection of 4.4 x 5.8 x 4.4 cm with hematocrit level in the right pectoralis major muscle consistent with intramuscular hematoma was also observed. On (B)(6) 2017 the patient was taken to the operating room for evacuation of the abdominal wall hematoma and control of bleeding. The abdominal wall hematoma was reported as resolved on (B)(6) 2017.